Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered anti-tachycardia pacing unsuccessfully for ventricular fibrillation. The device had initially labeled the rhythm as supraventricular tachycardia. The patient condition is unknown. No additional information was reported.

Manufacturer narrative:
Correction: h6 codes updated.